Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8582198) became impeded and released in y connector and could not advance any more. The physician retracted the stent and it was released automatically. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 17-jul-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. No excessive force was used with the device. The microcatheter used was a prowler select plus 150/5cm (606s255x, unknown lot). There were no procedural delays due to the event. A non-sterile enterprise2 4mmx23mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and the stent was detached from the delivery system. The distal tip of the delivery wire was missing from the unit. Dried saline residues were found along the entire length of the delivery wire. The introducer was not returned for evaluation. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire could not be subjected to dimensional analysis since the distal tip was missing from the unit. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issue regarding a stent being impeded at the y connector cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. However, the issue reported regarding the stent body prematurely detaching from the delivery wire was confirmed. The broken condition of the delivery wire was not originally reported; the exact time of occurrence cannot be determined; however, it is suggested that this could be the result of post-handling of the device. With the information available, the root cause of the failure encountered cannot be determined. It is possible that clinical and procedural factors, including device manipulation, may have contributed to the reported failure. There is no indication that the issues reported in the complaint result from a defect inherently related to the enterprise device. The introducer component might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: do not partially deploy the stent from the introducer. Confirm that the delivery wire does not move relative to the introducer during the removal of the cerenovus enterprise vascular reconstruction device and delivery system from the dispenser hoop. Confirm the tip of the delivery wire is entirely within the introducer. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during an endovascular embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8582198) became impeded and released in y connector and could not advance any more. The physician retracted the stent and it was released automatically. The stent body was separated prematurely from the delivery wire. The physician switched to a new stent to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. Additional event information received on 17-jul-2024 indicated that they were not able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior to the encountered resistance. No excessive force was used with the device. The microcatheter used was a prowler select plus 150/5cm (606s255x, unknown lot). There were no procedural delays due to the event.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.